Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case was most likely due to progression of the patient¿s underlying valvular disease pathology with svd.

Event description:
Patient underwent transcatheter valve-in-valve intervention due to severe degenerative sclerosis of the leaflets results in severe mitral stenosis. There was no central regurgitation and trace perivalvular mitral regurgitation. There were no acute complications. It was reported patient's hospitalization was complicated by baseline cardiac conduction disease and procedure related pulmonary issues. Patient was discharged on post operative day 11 in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. Bioprosthetic valves have been proven to have excellent long term durability. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration or endocarditis. These are typically due to patient factors such as age, gender, and prior medical history of hypertension, diabetes and renal disease. Based on the information received patient factors likely contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information a patient with a 29mm mitral valve implanted 12 years, 10 months, underwent transcatheter valve-in-valve procedure due to unknown reasons. A 29mm transcatheter valve was implanted inside the failing 29mm valve in the mitral position. No complications were reported. No additional information was provided.